Event description:
It was reported the pt underwent an aortic arch replacement. Post operatively exudate was no longer aspirating into the reservoir and could be seen flowing back into the drain. It seemed that the anti-reflux function did not work properly. The reservior was replaced. There were no adverse pt consequences.